Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient¿s device was affecting their cardiac pacemaker and electrocardiogram results. They were going to follow-up with a healthcare professional (hcp). No further complications were reported or anticipated.